Event description:
It was reported that high threshold values were observed on the atrial lead. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.